Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 8590vwb, lot# 10368453, implanted: (B)(6) 2009, product type: accessory. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was having a problem with the implantable neurostimulator (ins) where it was protruding on the incision point and she could feel the leads and it was painful and very sensitive to the touch or lay on. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2015 and would like to also see a manufacturing representative (rep). Additional information received reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2015 because the ins was coming out of the skin. If additional information is received, a supplemental report will be sent.